Event description:
Based on the information received on (B)(6) 2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case was cross referenced with case: (B)(4) (cluster). This spontaneous case from united states was received on (B)(6) 2017 from other non-healthcare professional this case concerns 6 patients (demographics: not provided) who initiated treatment with synvisc one and next day experienced pain, swelling and one had effusion also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patients received treatment with intra articular synvisc one injection once (dose, indication and expiry date: not provided) with batch/ lot number: 7rsl021. On unknown dates, the day after injections, experienced pain, swelling and one had effusion corrective treatment: not reported for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on (B)(6) 2017. Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has experienced pain, swelling, and effusion after receiving synvisc one injection from the recalled lot. Although exact event dates have not been provided, temporal relationship can still be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.